Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a dissection occurred while using a csi orbital atherectomy device (oad). The target lesion was 10mm in length, 95% stenotic and was located in the proximal right coronary artery (rca). An impella device was inserted at the beginning of the procedure. The physician used a 6fr introducer sheath and crossing guide wire to access the lesion. The physician advanced a csi viperwire guide wire across the lesion and the oad was loaded onto it. The physician completed four runs on low speed. While removing the oad from the viperwire, the wire was pulled back across the lesion. When re-advancing the viperwire across the lesion, angiography revealed a dissection. The patient was sent for surgical repair of the dissection was in stable condition post-procedure. Requests for additional information have been made, but no information has yet been received.